Event description:
It was reported that the ventilator ac power indicator suddenly doesn't light up, and the reserve battery light also flashes, cannot use the device normally. It is unknown if the unit was in use on patient, but there was no patient harm reported. The cases detailed information on nmpa website on (B)(6), but cannot confirm the detailed information, so the engineer visited the customer onsite on (B)(6) and confirmed the problem. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
H10: the authorized service personnel (asp) reported that the issue was discovered while the unit was in use on patient. There was no delay in therapy and no patient harm reported. The unit was swapped out with another device. The asp reported after cleaning the dust on the power board inside the machine, the equipment returned to normal. No part was replaced.